Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. There is no malfunction associated with the injury allegation. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Power chair allegedly tipped forward as consumer was going through a parking lot. Lot was allegedly tilted and consumer allegedly tipped onto the concrete, states possibly moving too fast, due to weight gain. Husband has allegedly added weight to back of chair to balance. Serious injury alleged.